Event description:
Olympus was informed that during an unspecified transurethral lithotripsy procedure, the ceramic insulation at the distal end of the resection sheath broke/fractured and at least one fragment/part fell inside the patient's bladder (size and shape of the fragment/part: approx. 7 mm, conical). The subsequent attempt to retrieve the fragment/part by using another resectoscope was not successful. No other information was provided but the intended procedure was reportedly completed and there was no adverse event or patient injury. Furthermore, it was reported that two follow-up cystoscopy procedures were performed where no foreign objects were noted inside the patient's bladder.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation found the heavy and long-term used resection sheath (date of manufacture: 09/2004) with a cracked/fractured ceramic insulation at the distal end. At least one fragment/part is broken out and missing. Furthermore, the distal area of the sheath tube is heavily deformed and the knob of the locking ring was improperly glued by an unauthorized service center. There is a clearly visible gap between the sheath tube and the remaining (not broken off) ceramic insulation. In addition, brown residues can be found in this gap. Causal for the breakage of the ceramic insulation is thermal overload. Furthermore, a material or quality problem can be excluded as a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities related to function and safety. As clearly stated in the instructions, the product has to be visually inspected and tested before use. It has to be ensured that it has no corrosion, dents or scratches. In particular the ceramic insulation has to be visually inspected before each use, and the instrument must not be used in case of damage (e.g. Cracks, fractures). In addition, it is pointed out as a warning note that impact, fall, shock or similar stress can damage the ceramic insulation and that the instrument must not be used if damaged as otherwise there is a risk of injury to the patient and/or user. If the product is damaged or does not function properly, an olympus representative or an authorized service center has to be contacted. The user apparently did not follow these instructions as he reportedly used the suspect medical devices despite clearly visible damage and the resection sheath was repaired/serviced by an unauthorized service center. Furthermore, the breakage of the ceramic insulation was caused by thermal overload. Therefore this event/incident was attributed to abnormal use/off-label use in combination with exceeded service life/shelf-life. The case will be closed from olympus side with no further actions but the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.